Event description:
The resident was lying in bed and there was suddenly a loud sound. Resident's bariatric bed collapsed in the center. Resident did not sustain any injuries and was transferred to another bed.